Event description:
The customer, a biomedical engineer, contacted physio-control to report that while evaluating their device it locked up. All of the buttons lit up but nothing appeared on the display. As a result, defibrillation was not possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The biomedical engineer advised that he removed the device's battery and then reinstalled it after a few seconds. The device then powered on when prompted. Physio-control has provided the customer with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported lock-up condition. The unit powered on and was able to charge and shock when prompted. Both an external and internal examination was performed with no discrepancies observed. The cause of the reported issue could not be determined. The customer was provided with a replacement device.